Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s battery ran out and therapy turned off on (B)(6) 2016, and it was pretty traumatic. It was stated that it was an amazing device and without it the patient wouldn't be alive. It was noted they thought what happened was the patient was charging it for about an hour day, and it would slip and wouldn¿t realize it so the implantable neurostimulator (ins) wasn¿t charging up. The consumer stated it was a good thing that it happened because now they never travel anywhere without the patient programmer (pp). It was indicated that they monitor when the patient was recharging to make sure they maintained connection now. They got the therapy turned back on and the problem had been resolved. The patient was implanted for parkinson¿s dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.